Event description:
It was reported that during log file analysis, a no external power alarm was observed at 8:24:14 on (B)(6) 2023. This alarm occurred while the controller was connected to a mobile power unit and appeared to be related to a loss of ac power. The mpu had a v-lock connector on the ac power cord. The cause of the alarm was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the downloaded log file from (B)(6). The log file contained approximately 23 days of information ((b)6)2023 to (B)(6)2023 per timestamp). A no external power alarm was observed at 8:24:15 on (B)(6)2023. This alarm appeared to have been caused by a loss of ac power to the mpu. During the time of power interruption, the system was supported by the emergency backup battery, and the pump was able to maintain a speed above the low-speed limit without issue. The alarm resolved when external power was restored to the system. The mpu (serial number: (B)(6)) was not removed from service or returned for analysis. The root cause of the reported event was determined to be a loss of ac power to the mpu; however, the cause of the power loss could not be discerned any further. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.